Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing persistent low flow alarms. It was noted that the patient had recent history of an outflow graft stent in may. Log files were submitted for review and captured low flow events on (B)(6) 2024 which can be indicative of an outflow graft obstruction. The patient continued to have low flow alarms in addition to "replace backup battery" alarms despite replacing the backup battery (ebb). The ebb was replaced again, and log files were submitted for review and captured low flow alarms on (B)(6) 2024. Imaging was not performed due to frail kidney function and a catheterization was immediately performed. Outflow graft stenosis was confirmed to be the cause of the low flow alarms, and the low flow alarms resolved with stenting x2 on (B)(6) 2024. The system controller was still alarming with replace ebb alarms and the system controller was replaced on 01aug2024 which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault was confirmed via log file review. Submitted log files were reviewed and revealed multiple backup battery fault alarms due to active circuit faults. During these alarms the backup battery in use tag is active indicating that the backup battery is supplying power to the system. Throughout the reviewed duration the backup battery use count increased from 173 to 176. Per the provided information, the controller was replaced on (B)(6) 2024 which resolved the alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate ii lvad. Heartmate 3 instructions for use (IFU) (rev. C) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.